Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the bottom of the cartridge leaked while the cartridge was being filled. Reportedly, a new cartridge was loaded to address the event. Blood glucose was 89 mg/dl.